Event description:
It was reported that following a tvt procedure, performed in 2002, a small area of mesh extrusion in the area of the vaginal excision was noted. There was no evidence of infection or discharge.